Event description:
It was reported that during surgery, contrast medium leaked from the balloon dilation catheter balloon during the third balloon dilation. Per additional information received via task on 30oct2025, stated that contrast agent leaked from the balloon part during the third balloon dilation. The contrast agent leakage could not be confirmed until the second dilation, the contrast agent leaked out for the third time.

Manufacturer narrative:
The reported event was unconfirmed. The sample: one inflation device and inflator tray was returned to atrion inside a plastic zip lock bag. The device exhibits the cts mark indicating 100% functional verification at the time of manufacture, and the gauge was on the upper edge of the zero-box upon arrival at atrion. The device was connected to the pressure indicator, and the plunger was pulled outwards to fill the device with distilled water to aspirate it. The device was not able to pull in enough water to be aspirated for functional testing. While aspirating the device was attempted, water began seeping out from the glue plug/clamp area. Atrion disconnected the device from the pressure indicator fixture, removed the clamps, which revealed that the o-ring underneath was dislocated and blown out of position. The o-ring was removed and noted to contain a familiar deformation, consistent with over pressurization. The o-ring deformation seen in figure6 is indicated by the red arrow in the removed o-ring below. Atrion replaced the o-ring and re-assembled the device. The device was then connected to the pressure indicator to perform. The device was aspirated and pressurized, and the gauge needle moved accordingly as the pressure was increased. The device pressurized fully and maintained pressure throughout the functional testing after the o-ring was replaced. The gauge was found to be in tolerance at 4atm, 14atm and 30atm (figures 8-10). The device passed all other functional testing, which consisted of pressure leak, pressure decay, vacuum capability tests with no issues found. Atrion performed a review of the device history records and found that the devices were manufactured under normal operating procedures. All final assembly devices were sampled, inspected, and accepted. Atrion¿s current process controls include 100% automated testing for pressure leakage, pressure decay, vacuum decay, gauge accuracy during manufacturing, using ultra-high purity nitrogen gas. At no time is any other substance introduced into the device. Devices that pass this test are marked by automation (cts) for identification. Devices that fail are not marked. The returned device was marked, indicating it met the manufacturing specifications before it left our facility. Atrion received one device with the o-ring dislocated/blown out of position in a manner consistent with over-pressurization. The dislocated o-ring caused the device to leak during preparation of the device for aspiration. The device exhibits the cts mark (figure 3), indicating the device was 100% functional at the time of manufacture. The blown out of position o-ring would have not allowed the device to pass the cts verification. The device shows signs of over-pressurization through the o-ring dislocation, therefore, atrion does not confirm this complaint. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. Corrections made to tab d, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during surgery, contrast medium leaked from the balloon dilation catheter balloon during the third balloon dilation.